Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(stain).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism assy fluid damage. Based on the result, we concluded that it was caused due to a physical damage applied on the objective prism assy. In addition, we confirmed that the remote control buttons cut; however, it is not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.